Event description:
Since (B)(6) 2019 the user has recurent swelling in the post aural cochlear implant region. An incision and drainage was done, antibiotics given. Following the episode in february, the user had recurrent episodes of post aural abscess with biofilm formation. Swelling and discharge persisted. The user has been explanted on (B)(6) 2019.

Manufacturer narrative:
Based on the received information from the field, an infection developed at the implant site five years after implantation. Additionally in-situ measurements showed several channels with elevated impedance, which may be caused by physiological issues (presence of the infection) or a damage of the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. Since the explanted device has not been received for investigational purposes, a device investigation could not be performed. The root cause for the reported infection seems to be device unrelated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is reportedly affected. Six months afer implantation surgery in (B)(6) 2013 the user suffered from swelling at the implanted site. He was admitted to the hospital and medically treated. Since (B)(6) 2019 the user has recurent swelling in the post aural cochlear implant region. An incision and drainage was done, antibiotics given. Following the episode in february, the user had recurrent episodes of post aural abscess with biofilm formation. Swelling and discharge persisted. Explantation is considered.